Event description:
The device was used in an attempt to administer defibrillator therapy to a pt. Reportedly, the device prompted that the combination electrodes were not connected to the pt and the defibrillator would not charge as a result. Pt outcome was not reported, but the reporter indicated pt outcome was not adversely affected, due to use of a backup defibrillator.

Manufacturer narrative:
Medtronic determined root cause to be a broken low voltage male pin from the therapy cable used with the device. After replacing the therapy cable and the mating device therapy cable connector, proper operation was then observed. The device was returned to the customer.